Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with polyflux 140h, a foreign matter inside filter cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the two provided photos shows the product label in photo one. Photo two shows the header area of the product with several black particle. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.